Event description:
It was reported that during an unk procedure, the clips fell out of the instrument when it was placed down trocar. The case was completed with another like device. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.